Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, call the insulin pump kept alarming motor error and it alarmed motor position encoder error. Customer was changing out the infusion set when the motor error alarm occurred. Then motor position encoder error, customer performed self -test, and the device restarted. Customer doesn't recall blood glucose level at time of event. Customer doesn't recall any significant events that may have caused the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.